Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not able to be closed totally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of charred tissue or blood were observed on the jaws. A visual inspection was conducted. There were no non-conformities observed with the heater wire or the insulation. As per the instructions in instructions for use(IFU), the toggle was pushed to close the jaws to check the integrity of the jaws to align when closed. The jaws did not align with each other. A small gap remained between the two jaws. Based on the return condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure mode mechanical issue-jaws did not match up/align. The DHR for the jaw subassemblies were reviewed. No non-conformances were observed. The lot conformed to all the specifications and requirements. The certificate of conformances were reviewed for the pivot pin, primary jaw and the secondary jaw. No non-conformances were observed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not able to be closed totally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.